Event description:
It was reported to philips that there was no image on the flexvision monitor. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnosis procedure was performed when the issue happened, and the procedure was completed by restarting the system. The field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse confirmed the cause to be flex vision monitor. To resolve the problem, fse replaced the flex vision monitor. After repairs were completed, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed by restarting the system. If a loss of live image occurs during a procedure, a fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.